Event description:
It was reported through a service report that the power pro is leaking fluid. It is unk if there was pt involvement; no adverse consequences or injuries were reported.

Manufacturer narrative:
Hydraulic fill plug.